Event description:
A malfunction on the pump was reported by the customer. The customer experienced a blood glucose (bg) level of 250 mg/dl. Technical support provided information on resetting the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to report any further malfunctions if they happen.